Manufacturer narrative:
The meter/test strips associated with this complaint has been returned to lifescan; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
Follow-up # 1 ¿ (12/03/2014). The patient¿s meter and test strips have been returned on 11/18/2014 and 11/24/2014, respectively, and evaluated by lifescan product analysis on 11/21/2014 and 11/25/2014, respectively, with the following findings: error message 5 is observed in the error log, but error was not reproduced during the investigation. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014 lay user/ patient¿s mother contacted lifescan (lfs) and alleged their one touch ping enhanced meter gave an error 5 message. The complaint was classified based on the customer care advocate (cca) documentation and customer care advocate (cca) following-up with the patient. The patient¿s mother reported the issue began on (B)(6) 2014 at approximately 5.30pm. The patient manages his diabetes with insulin pump. The patients¿ blood glucose level was tested with another device (bayer contour) on (B)(6) 2014 at approximately 5.30pm, the results was ¿2.2mmol/l.¿ the patients mother gave him some ¿(B)(4)¿ to drink, another result was taken with other meter on approximately 15 minutes later with a result of ¿4.8mmol/l.¿ the patient¿s mother alleged the patient developed symptoms of ¿hungry, tired, and irritable¿ 10 hours after the product issue first started. The patient denied receiving medical treatment due to the product issue. At the time of trouble shooting, the cca confirmed this was not the first time the product was being used, the test strip were not open past their discard or expiry dates and the test strips were stored correctly. During a walk through re-test with the patient the cca confirmed the issue was resolved. This complaint is being reported because the patient reportedly developed symptoms suggestive of a severe low blood glucose excursion after the alleged product issue began.